Manufacturer narrative:
The reported events of under sensing and no hv output were not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.

Event description:
It was reported that an episode of ventricular tachycardia (vt) led to undersensing which resulted in a failure to deliver high-voltage (hv) therapy. The patient experienced syncope and cardiopulmonary resuscitation (CPR) was performed. The arrhythmia spontaneously terminated. It is unknown if this event was due to the device or the right ventricular (rv) lead. As a result, both the device and rv lead were explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.